Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/4/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak suture was found frayed after implantation. When the surgeon was using the suturelasso, the fibertak suture broke off. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/10/2023: this was discovered during a shoulder arthroscopy procedure and was completed with four ar-3638 knotless fibertak. The faulty anchor remains in the patient's glenoid and the extra sutures were cut.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The device was not returned for evaluation. Evaluation of the customer's attached picture of an alleged ar-3638 to the complaint confirms the allegation. The tail of the suture looks frayed. However, it is not possible to determine if there is any other damage to the suture. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. According to dfu-0054. At revision 0. Section g. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.